Event description:
Rptr indicated that the pt was hospitalized for bradycardia. It was reported that the pt was diagnosed with pneumonia and was receiving ventilator assistance at the time of hospitalization. Their bradycardia was attributed to their respiratory problems. It was reported that the pt again experienced episodes of bradycardia 3-4 weeks after the initial episode. The physician plans to program the ncp system to off to see if the bardycardia resolves. Attempts to obtain add'l info have been unsuccessful to date.